Event description:
A patient reported experiencing inaccurate erratic results with a one touch basic meter. The patient's blood glucose results were 97, 85, 25, 61, 149, and 103 mg/dl. Pt stated some of the readings were "control" readings but is not sure which ones. Tests were done within 10 minutes. Patient is cleaning meter incorrectly. Pt did not experience any adverse events. No further information has been reported.